Event description:
It was reported to boston scientific corp that a renal dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, the internal "slots" that the device is packed in were damaged. There was no damage to the outer packaging and it is unk if the device was damaged. There was no pt involvement in this event.

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant info from that review, a supplemental MDR will be filed. (B)(4).